Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that they did not recall what had happened. It was indicated that their friend informed them that they were acting in an abnormal manner while driving. At that point, the friend had stopped the customer and called for emergency assistance. It was verified that the programming and histories were accurate. The reservoir was placed correctly in the pump. Troubleshooting was done and the pump passed the testing. The customer was advised to contact md to discuss possible causes of lbgs.